Event description:
Medtronic received information that this bioprosthetic mitral valve, implanted 43 months, was explanted due to pannus overgrowth on the anterior leaflet, with resultant mitral regurgitation.

Manufacturer narrative:
Evaluation method: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusion: other - cause of event cannot be determined. Analysis: the valve was received at medtronic's quality laboratory on april 2, 2009, and continues to undergo analysis. Conclusion: review of device history records show that this valve met all manufacturing specification for product released for distribution. No issues were noted that would have impacted this event. A follow up report will be filled following completion of the analysis.